Event description:
Attempted to insert #3 PICC insyte. Inserted into rt cephalic vein. Unable to put j-wire into vein past 3". 2-3 passes made without success unable to extract j-wire. Resident made incision to remove. Knot found in wire.